Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the jaws became not to open after the device coagulated the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p9444r. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.